Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It was reported that a venous sheath was next to the arterial sheath. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture break incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. The other proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that arteriotomy closure of the moderately calcified right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 8f sheath prior to a endovascular aneurysm repair (evar) procedure. There was a venous sheath was next to the arterial sheath during the closure procedure. Reportedly, suture breaks occurred with three proglide devices. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 18f and the evar procedure was completed. Hemostasis was achieved with the successfully replaced sutures of the fourth and fifth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy . It was reported that the physician is trained in the use of the proglide device and trained in the large hole technique. No additional information was provided.